Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer initiated a bolus delivery, accidently stacking insulin delivery with an auto-bolus from the pump. The customer's daughter gave them carbohydrates to address the low bg. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.